Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Customer was instructed by technical support to perform multiple corrective actions, including disconnecting tubing, tightening connections, and delivering boluses, which eventually led to successful resolution. Customer was advised to replace supplies as necessary and resume insulin therapy.